Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure, a minimally invasive (mis) anterior lumbar interbody fusion (alif) from levels l5-s1. It was reported that they were not able to register the patient using CT-flouro. The site proceeded with scan and plan registration as a result. However, when in the navigation task and sending to the first trajectory, the dilator appeared to be on the iliac crest instead of l5. The site aborted the use of the guidance system and proceeded with the navigation system. There was troubleshooting present. It was reported that that an accuracy check was performed and the monitors blacked out but the instrument could still be viewed. There was no impact to patient's outcome and surgical delay was reported as one-hour or longer. Additional information was received. It was reported that the trajectory was between 3.5 and 10 millimeters (mm).

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: a sm0206-04r, serial/lot #: (B)(6) and product ID: kit1378-06, software version: 5.1.2. H6) multiple annex a codes were applied to capture this event. A0908 captures the dilator appearing on the iliac crest, a110208 captures the monitors blacking out, and a23 captures the registration issues. H3, h6) the system was serviced in the field. In summary, the surgical arm was replaced and the system then performed as intended. Codes b01, c13, and d02 are applicable. H3, h6) both the surgical arm and software data was returned and is pending analysis. Codes b21, c21, and d16 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: the surgical arm was returned for analysis. The issue was unable to be duplicated. The failures found included failed integration tests, a noisy joint, faulty plastic gear, and the plastic cover was broken. Previously reported codes, b01, c13, and d02 are applicable as well as newly reported code, c07. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) software data was received for analysis. In summary, no faults were found. The root cause of the registration failures was a poor image match between the CT and flouro images. According to the provided logs, no unexpected software crashes/exits were detected. No excessive force was observed on the arm and there were no software anomalies, unusual behavior, or errors. Previously reported code, b01, is applicable as well as newly reported codes, c19, and d14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.